Manufacturer narrative:
The reported event was dislodgment. As received, a complete lead was returned for analysis with the helix retracted and clogged with blood / tissue. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any additional anomalies.

Event description:
An x-ray was performed and the right ventricular (rv) lead was found to be dislodged. A revision procedure was performed. The rv lead was explanted and replaced to resolve the event. The patient is stable.